Manufacturer narrative:
H.6. Investigation summary: one 3ml syringe in an opened blister pack from batch 9298667 (p/n 309657) was received and evaluated. The syringe appeared to be manipulated as there was dried white droplets in the fluid path and on the stopper. No droplets were present past the stopper. The plunger rod with stopper was removed from the barrel and visually inspected with no defects observed. Leakage testing could not be performed as the sample appeared to be manipulated. The reported defect was not confirmed in the sample received. An unused sample from the same batch is required for leakage testing. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage past the stopper during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9298667. 01/15: on phone call learned there were two different syringes involved from two different material numbers. For material no.: 309657 only one is available for return. For the syringe they cant recall the date of occurrence. Per email: we have a few different sizes of bd / carefusion syringes that are leaking around within the barrel when drawing up medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced leakage past the stopper during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 9298667. (B)(6): on phone call learned there were two different syringes involved from two different material numbers. For material no.: 309657 only one is available for return. For the syringe they cant recall the date of occurrence. Per email: we have a few different sizes of bd / carefusion syringes that are leaking around within the barrel when drawing up medication.